Event description:
It was reported that the atrial lead was oversensing and stored atrial tachycardia/atrial fibrillation episodes indicate noise. Impedance was also elevated. Atrial sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 09:00:13. Weekly pace lead impedance trend data shows an abrupt increase for min and max atrial pace bi impedance = 475 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2012.